Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an scs system including an ipg on (B)(6) 2009. It was reported that the recharge time for his ipg has increased. In an effort to resolve this matter, a new charging system was shipped to the patient. Follow-up on this issue found that the latest unit is recharging the patient's ipg at what appears to be a more efficient rate.